Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit passed the dat test. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the customer was in the emergency room on (B)(6) 2017 at 11 pm due to low blood glucose. The customer¿s blood glucose at the time of admission was below 20 mg/dl. The customer had passed out. The customer was released on (B)(6) 2017. They were wearing the insulin pump at the time of hospitalization. The customer¿s current blood glucose was 401 mg/dl. Troubleshooting was performed on the insulin pump and insulin exited without incident. The device passed the basic occlusion test. Additionally, it was reported that there were cracks on the screen. The device will be replaced and returned for analysis.